Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was reported that they were uncertain what clinician programmer was used on (B)(6) 2020 and their emergency department (ed) note indicated a company representative was consulted. It was further noted that on (B)(6) 2020, the new clinician programmer tablet / software application had been used at the clinic.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician, other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 378.3 mcg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. It was reported the patient presented in the emergency room (ER) and he was having some withdrawal symptoms, including increased tone and difficulty speaking. The patient said that they had the pump refilled a little over a week ago and thought that they did not set the dosing appropriately. It was noted the rep met the patient in the ER and read the pump. The pump was filled with baclofen 2000 mcg/ml and dosing at 378.3 mcg/day. The rep tried connecting with the managing physician¿s office to determine if this dosing was appropriate, but unfortunately was not able to contact them. The rep had talked to one of the charge nurse¿s and there was some confusion related to the patient¿s pump management. The rep told the patient in the ER and the nurses that would be a good idea for the patient to follow up with and be evaluated by the physician managing the pump. The pump print outs were provided to the patient, and the ER nurses for the patient¿s chart. It was unknown if the issue was resolved at the time of this report. It was noted surgical intervention did not occur and it was asked and unknown but would not be made available (legal/confidential reason) if surgical intervention was planned. The patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were also asked unknown and would not be made available (legal/confidential reason). No further complications were reported.